Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant did not indicate that there was no pt involvement in the reported malfunction.